Manufacturer narrative:
Investigation results: five representative needles with connection (hubs) were returned to the (B)(4) plant for evaluation. The packages were not opened. Product is within specification. Representatives were leak tested and there was no leakage between connection of the syringe and needle. DHR was performed: 305313/5212683 convert to 8000599/5212549 was produced on 11/12/15 with zero defects found. Conclusion: root cause could not be identified using representative samples. Without actual needle and actual syringe used we were unable to confirm complaint. No additional corrective action is required at this time.

Manufacturer narrative:
(B)(6). It is unknown if a sample will be returned for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the connection of the 22 g x 1 1/2 in. Bd integra" needle and the syringe were loose causing the fluid to leak. There was no report of exposure, injury or medical interventions.